Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 291 mg/dl and 74 mg/dl. A bolus of insulin was delivered to address the high bg and carbohydrates were consumed to address the low bg. The customer did not know the cause of the fluctuation bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.